Event description:
It was reported that the right ventricular (rv) lead was occasionally double counting r-waves due to oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2001. (B)(4).

Event description:
It was later reported that the ventricular sensitivity was adjusted which seemed to eliminate the double counting. The physician felt the arrhythmias were due to the patient's regimen of flecainide which was subsequently stopped and sensing values returned to normal. The sensitivity was then programmed back to the previous setting.